Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed elevated threshold and high pacing impedance exhibited by the right ventricular lead. No interventions were made. The patient was in stable condition.